Event description:
The angiosculpt device was prepped normally. The device was inserted into the pt over the guide wire in normal fashion. Upon inflation, the balloon portion of the device burst (unk pressure). The device was removed intact. Another angiosculpt device was used to successfully treat the lesion.

Manufacturer narrative:
The burst pressure for the angiosculpt device was not reported. It is unk if the device burst above the rated burst pressure (rbp) of 14 atm. As a conservative measure, an MDR is being submitted in abundance of caution. The angiosculpt device was disposed by the hosp, thus no eval performed.